Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawers failing and requiring maintenance. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawers failing and requiring maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed. A field service engineer (fse) replaced the board and auxiliary drawers 2.1 and 2.2 due to malfunction or damage. Additionally, fse replaced the board for drawer 5. The fse swapped out the retractor band cable as part of the repair process. The customer recovered all drawers in application. The fse then tested function of all drawers in hardware testing application. The system functioned as intended after the field service engineer repaired the device.